Event description:
The customer reported to baxter healthcare one (1) interlink secondary medication set with duo-vent spike in which a no flow was detected when spiking a 1000mg bottle of non-baxter IV acetaminophen during setup. The customer observed that the vented portion of the spike would open, but would not allow the medication to flow. There is no patient involvement, injury or adverse event associated with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available so the reported problem cannot be confirmed and the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.